Event description:
It was reported that the asymptomatic patient presented to clinic after experiencing a vibratory alert. Non-sustained lead noise episodes showed oversensing on the ventricular near field channel. Programming changes were recommended. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.